Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was an adverse impact on the customer's blood glucose level, causing it to read as "high." The customer took corrective actions by administering a correction injection via mdi. Reportedly, the customer changed the infusion set and cartridge to resume insulin therapy.